Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "second degree burn". The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns and blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t81956, expiration date dec2020) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in aug2018, the patient experienced burns and blisters. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "second degree burn". The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (B)(6)2018: new information received from product quality complaints (pqc) group included: product quality investigation results., comment: based on the information provided, the event of "burns and blisters" (second degree burns) as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Burns and blisters [burns second degree]. Case narrative:this is a spontaneous report from a contactable pharmacist received via a sales representative. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number t81956, expiration date dec2020) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2018, the patient experienced burns and blisters. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burns and blisters" (second degree burns) as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.